Manufacturer narrative:
Product complaint # ==>(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent hand surgeon on (B)(6) 2017 and barbed suture was used on subcutaneous tissue and skin. Post operatively, the patient experienced wound dehiscence within 3 weeks of the procedure. The surgeon reported the device lost fixation strength. The surgeon opined that the coating on sutures led to poor fixation and what seemed to be a reaction and release of healing tissue. An additional procedure was performed to re-approximate the wound on an unknown date with a different suture type. The patient is reported as fine. Additional information will be requested.